Manufacturer narrative:
The investigation has been completed. Data analysis: imclog & ltlog data confirmed the reported failure mode given there was a placement signal not reliable alarm (#1036, opm invalid signal) triggered during the clinical procedure on 14/07/25 . Real time (rt) logs indicated not only invalid values (-32768) of placement signal, but also erroneous values of the raw optical data presenting as upward spikes by approx. 200 mmhg, or 350 mmhg respectively to average signal level (approx. 70mmhg), most likely result of incorrect peak detection on the fringe pattern across ccd detector, due to low snr and/or noisy signal. Device analysis: console (ic3034) was sent back to fs for further investigation, and 5s test results indicated that optical bench had contrast below spec. Measurement of the analog output of ccd detector revealed localized signal distortion which differently affected optical parameters (snr, contrast) depending on cavity length. During console inspection some minor but persistent contamination of optical pump connector had been observed (unlikely to have contributed to this complaint). Further log analysis and device testing revealed corruption of microsd card in the rlm (unrelated to complaint). Root cause: the root cause for placement signal not reliable alarms was caused by failure of optical bench. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported an automated impella controller (aic) issue with the placement signal. The impella cp was used in the procedure with no issues with insertion. Impella was turned on in auto and within a few minutes "placement signal not reliable" alarm was presented. Flows were kept within expected range, patient remained stable throughout and impella was successfully weaned and explanted without issue. Doctor was aware that the impella was still flowing, the waveforms were just unreliable.